Event description:
It was reported the patient developed scarring at the insertion site. Patient did not want to provide any further information regarding incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported scar tissue or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.